Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2016. Explant date: procedure happened in 2016. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(4). Batch: 18744961.

Event description:
It was reported that patient underwent a system explant procedure due to surgical complications post implant. The explanted devices were not returned.